Event description:
It was reported that the device was never really effective. The patient had gone to their healthcare professionals in (B)(6) 2013 for programming and they had been unable to get the device programmed. The patient was told that it needed to heal. In (B)(6) 2013 the patient had gone back in for programming, stimulation was turned up high to try to program the device but when they had turned it up high the patient had had a seizure and fractured his back. The patient had had the seizure because the wire had come loose and was sitting on the part of the patient¿s brain that caused seizures. The patient¿s health has prevented the patient from going back for programming. The patient¿s hands shook and he was unable to pick stuff up. No outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va07ll1, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Product ID: neu_stimloc_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was device related. The lead pulled back due to the stimloc not working properly. X-ray and CT scans were done. As a result the lead was repositioned. The patient had a 50 percent or greater symptom reduction and they had recovered without permanent impairment.